Manufacturer narrative:
The condition of the returned device indicated that the device may have been manipulated post procedure. Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant was separated from the catheter shaft and the advancer tube was not returned. The catheter shaft and shuttle cartridge were inspected for presence of kinks and deformity that may have obstructed the device path during deployment. No evidence of anomalies was found. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the root cause for the reported failure could not be conclusively determined.

Event description:
The following information was reported: shuttle deployed, sheath pulled back no white tube present, converted to manual compression for 20 minutes with no complications. The patient was not hospitalized. Note: they retained the device to send in, but it has been manipulated from the time of occurrence. It no longer has the white tamp tube as they lost it after forcing the shuttle down post procedure.